Event description:
It was reported by service report that the brakes were not holding properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bake plate kits.